Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they saw their healthcare provider on (B)(6) 2016 and their device was good without any issues, and no changes were made to stimulation. However, that same night on the left side, on the left lead they started feeling very irregular pulsations/spurts where it wasn't stimulating all the time, only periodically regardless of position, and when it did stimulate it was only spurts of pulsations. It was noted the right side looked perfect. The consumer tried using the patient programmer (pp) to change the amplitude, but it didn't resolve the issue. There were no traumas, falls, or emi exposure reported that could be related to the issue. An appointment was scheduled with the hcp for (B)(6) where the cause of the issue wasn't determined. Reprogramming was attempted but it didn't resolve the issue so the device was turned off until (B)(6) 2016 when a revision was scheduled. It was noted that due to the issue the consumer's headaches had increased in severity with the use of left sided stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.